Manufacturer narrative:
Model sc-2317-50, serial (B)(6). The lead was returned and the allegation of high impedance has been confirmed. Visual microscope and x-ray inspection of the lead revealed that all cables were completely broken at the bent, kinked location of the lead. The bent, kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause is cause traced to component failure. Model sc-2317-50, serial (B)(6). The lead was returned and the allegation of high impedance has been confirmed. Visual microscope and x-ray inspection of the lead revealed that all cables were completely broken at the bent, kinked location of the lead. The bent, kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause is cause traced to component failure.

Event description:
It was reported that the patient could not feel any stimulation. All contacts on both leads displayed high impedances. An x-ray was taken which confirmed lead placement. The patient underwent a revision procedure and the physician replaced both leads. The patient was stable post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5092904.

Event description:
It was reported that the patient could not feel any stimulation. All contacts on both leads displayed high impedances. An x-ray was taken which confirmed lead placement. The patient underwent a revision procedure and the physician replaced both leads. The patient was stable post-operatively.